Event description:
Reporter indicated a vns patient underwent generator replacement due to normal end of service. The generator was returned to the manufacturer analysis was performed. Analysis of the generator confirmed the generator was at endo of service. However, the c9 did not meet specifications. The c9 capacitor functions as a decoupling capacitor and does not affect the supply current that would contribute to battery depletion. Therefore, the end of service condition was a result of normal battery depletion based on the battery life calculation. The cause for the c9 capacitors increase in leakage could not be determined.